Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely depressed carbon dioxide (co2) patient sample results obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. A siemens service representative was dispatched to the customer site and observed that the water purification module (wpm) needed standard routine maintenance, which involves the replacement of the reverse osmosis (ro) membrane and filter. Hsc concluded the event is consistent with poor water quality due to the ro filter, which required replacement. A potential product issue was not identified. The device is performing within specifications. No further evaluation is required.

Event description:
Three (3) discordant falsely depressed carbon dioxide (co2) patient sample results were obtained on a dimension vista 500 system. The falsely depressed results were reported to the physician(s), and the results were questioned. The same samples were reprocessed on an alternate dimension vista 500 system. Additionally, two (2) samples were reprocessed on the original dimension vista 500 system for troubleshooting purposes. Higher results, considered correct, were obtained. Corrected reports were issued. There are no known reports of patient intervention and adverse health consequences due to the falsely depressed carbon dioxide (co2) results.